Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  added: weight; description of event or problem; other relevant history; adverse event problem (patient code).

Event description:
Pfs alleges limited mobility and difficulty walking. After review of medical records, patient was revised to address painful left total hip arthroplasty. Revision note reported that the tissue was consistent with an inflammatory reaction to the metal and there was some mild corrosion on the femoral neck. It was also mention in the operative note that there was no evidence of tissue damage or inflammation and no metal staining in the tissue. Clinical note reported MRI showed cobalt chromium levels were mildly elevated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Litigation alleges pseudotumor, bone fracture, infection, metal wear, metallosis and elevated metal ions. At this time it¿s unknown where the fracture occurred. Doi: (B)(6) 2008 - dor: (B)(6) 2015, (left hip).